Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported 'failed pm accuracy test'. Flow rate testing was performed, and the flow rate of the device was found to be within specification. Functional testing did not identify any issues related to the customer reported 'downstream occlusion failed'.. Evaluation performed downstream occlusion testing and resulted in acceptable occlusion times at specific pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed pm accuracy and downstream occlusion testing during an unspecified process step. There was no patient involvement. No additional information is available.